Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 1 month post implant of this 33mm bioprosthetic mitral valve implanted in the tricuspid position, it was explanted and replaced with a 31mm bioprosthetic valve of the same model. The reason for the replacement was reported as bioprosthetic tricuspid valve fungal endocarditis due to candida dubliniensis, fungal septicemia refractory to antifungal therapy, severe prosthetic tricuspid valve stenosis and regurgitation. No additional adverse patient effects were reported.